Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive result was obtained by the laboratory personnel. A confirmatory test was used to confirm the result as a false positive. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " check request due to false positive occurrence in aerobic vial what confirmatory testing was performed that determined the false positive result? -manual test were any erroneous results reported to the doctors? -no, this result has not been reported to the doctor."

Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Customer indicated about the false positives. The field service engineer (fse) was dispatched and discovered inadequate conditions of the instrument causing false positives. The fse also replaced the blower couplings. The fse suggested the lab personnel to adjust the temperature in the laboratory. This is an unconfirmed failure of the bd product. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was due to the ambient temperatures. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. CAPA (corrective and preventive action) is not required for unconfirmed complaints. Bd quality will continue to closely monitor for trends associated with this failure.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter fax number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive result was obtained by the laboratory personnel. A confirmatory test was used to confirm the result as a false positive. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: check request due to false positive occurrence in aerobic vial. What confirmatory testing was performed that determined the false positive result? Manual test. Were any erroneous results reported to the doctors? No, this result has not been reported to the doctor."